Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined. It was stated that a patient obtained a 25mmx25mm burn on the right shoulder during an mr examination where a 3rd party electrode heart monitoring device was used. The severity of the patient's burn is still unknown. It is also unknown if any medical intervention was necessary. The used electrode was cardinal health kendall 935 or 855. For investigation siemens requested details about the patient's injury and the following data: dicom images. Questionnaire ((B)(4)). Developer save log . System qa, coil qa and test tools results. Siemens was informed that the customer is unwilling to provide any additional information regarding this complaint. They did not believe that this was an issue for siemens healthineers to deal with. Therefore, no investigation of this complaint was possible. From the complaint description, the patient's burn might have been caused by the electrodes used during the measurement.

Manufacturer narrative:
H3, h6: the investigation is ongoing. The root cause has not been identified. A supplemental report will be submitted upon the receipt of additional reportable information and/or investigation completion.

Event description:
Siemens healthineers was notified of a patient injury involving the magnetom altea system. Per the received information, the patient received a 25mm x 25mm burn on the right shoulder during an MRI examination using a third-party electrode heart monitoring device. Siemens healthineers has requested additional information regarding the event and the extent of the patient¿s injury. The additional information is pending receipt as of the date of this report.